Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard g2 filter was deployed at l2-l3 region location for a patient. However, the filter was placed without difficulty with a slight tilt noted. Approximately one month later, a vl inferior vena cava duplex ultrasound was performed for inferior vena cava filter evaluation. The study showed that the inferior vena cava was normal, and the inferior vena cava filter was visualized in the inferior vena cava below the renal veins. After six months, the patient made a postoperative visit after undergoing an inferior vena cava filter placement and attempt at removal. However, an attempt at filter removal was performed but the attempt was unsuccessful due to the patient's anatomy. Therefore, it was felt that it would be safest to leave this filter in place. After six months, a follow up visit was made by the patient for extensive iliofemoral deep vein thrombosis. However, it was mentioned that the inferior vena cava filter was attempted to remove but had difficulty removing it and was just left in place. Approximately six years three months post filter deployment, the patient presented for filter retrieval since computed tomograpy scan demonstrated one filter limb abutting the aorta and another in a lumbar vertebral body. The right internal jugular vein was accessed and cavography demonstrated the apex of the filter tilted anteriorly towards the ventral wall of the vessel. A guidewire was then placed between the anterior aspect of the filter and the caval wall. A 6 mm balloon was inflated in an attempt to centralize the angulated hook and facilitate snaring. The guidewire was snared from above and used to direct the snare onto the hook. The filter was removed and visually inspected which demonstrated one anchoring tine to be straightened versus detaching. Completion retrieval cavagram demonstrated a smooth contour to the ivc with no extravasation. Therefore, the investigation is confirmed for the alleged positioning problem, filter tilt, perforation of the inferior vena cava, material deformation and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2012), d10,g3. H11: g1, h6(patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc. It was further alleged filter strut(s) perforated into organs. The filter was removed percutaneously after an attempted but unsuccessful filter removal procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment during a scheduled filter removal, the filter retrieval cone device was advanced to the level of the filter and despite multiple attempts, the filter could not be engaged. Approximately six years three months post filter deployment, the patient presented for filter retrieval since CT scan demonstrated one filter limb abutting the aorta and another in a lumbar vertebral body. Cavography demonstrated the apex of the filter tilted anteriorly towards the ventral wall of the vessel. The filter was removed and visually inspected which demonstrated one anchoring tine to be straightened versus detaching. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter, perforation of the ivc wall, material deformation of the filter strut, and removal difficulties. Per the provided medical records, the filter was reportedly implanted in a pregnant patient. It is possible the patient's pregnancy affected the stability of the filter. The IFU states, "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, it is possible that patient and procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition, - filter tilt, - perforation or other acute or chronic damage of the ivc wall, note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Medical records review: the patient with history of deep vein thrombosis with (B)(6) pregnancy had an inferior vena cava deployed without difficulty with a slight tilt noted. Approximately seven months post filter deployment, the postpartum patient presented to filter retrieval. The filter retrieval cone was advanced and despite multiple attempts, the filter could not be engaged. The filter retrieval was unsuccessful due to the tilt of the inferior vena cava and scar proximally within the neck and the cava. Approximately six years three months post filter deployment, the patient presented for filter retrieval since CT scan demonstrated one filter limb abutting the aorta. The filter was snared and visually inspected which demonstrated an anchoring limb straightened. Completion cavagram demonstrated a smooth contour to the ivc with no extravasation. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment (date not provided), the filter allegedly tilted and embedded in the wall of the ivc. It was further alleged filter strut(s) perforated into organs. The filter was removed percutaneously after an attempted but unsuccessful filter removal procedure. There was no reported patient injury.